Manufacturer narrative:
.

Event description:
The hcp reported, during a recent spine surgery, the patient's intrathecal drug delivery catheter had to be cut. A part of the intrathecal catheter is still inside the spine canal but does not seem to be causing symptoms. The patient's pump and catheter were replaced and the patient recovered without sequela. The drug used in the pump is baclofen 500 mcg/ml.